Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure procedure "approximately 12 weeks ago". The procedure was abandoned and a "small perforation" was confirmed on post laparoscopy. The pt was discharged home. The physician reported he saw the pt on follow-up 6 weeks later and the pt was fine. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Exact date of event was not provided by the complainant. Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).